Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported medical event. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported by the patient that the patient was unable to log into the omnipod system stating that it was an emergency. Type of emergency, specific issue, symptoms, treatment or if medical assistance was given was not provided. It was also stated that the daughter forgot their omnipod ID and password. Three follow ups were attempted but no new information was provided.